Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's radial artery. The anesthesiologist stated the needle detached from the hub. The anesthesiologist was able to remove it from the patient. Follow up information states the cannula was pulled from the patient. No cut down was performed. Another catheter was placed successfully.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the needle cannula detached from the hub was confirmed. Returned was a radial artery catheterization device consisting of a guide wire and advancer tube, a needle, and a catheter. The cannula was separated from the needle hub and the guide wire was protruding from the needle hub. The needle was examined microscopically and there were no signs of adhesive on the either proximal end of the cannula or the entrance to the needle hub. A review of the device history records was performed and did do reveal any relevant findings. The probable cause of this event was manufacturing related. Further investigate of this complaint issue has been initiated.